Manufacturer narrative:
Submit date: 08/15/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that flow testing was performed on the unit. The unit's upstream tubing was clamped to interrupt flow formula. The unit ran for more than three minutes without alarming. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of failure to alarm occlusion. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are excessive damage due to customer misuse and a possibly defective component. A review of the device history record shows that this unit was manufactured in 2010 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.